Event description:
It was reported that the patient¿s cardiac resynchronization therapy defibrillator exhibited premature battery depletion. The device was explanted and replaced. No further information was available.

Event description:
New information available on oct 9, 2017 states that, there were no adverse consequences to the patient due to premature battery depletion of the cardiac resynchronization therapy defibrillator. The patient was in stable condition during and after the procedure.